Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was not determined. There is a plan to replace the battery and return the device in the future. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp confirmed the device was explanted on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted implantable neurostimulator experienced stabbing pain and a shocking sensation specifically when the battery level reached 80%, along with a return of pain. The patient reported continuous issues with transportation and cancelling appointments, which affected follow-up care. The patient was instructed to turn the device off and stated it had been off for over a month. A follow-up visit with the physician was scheduled. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that the implant has been going haywire for quite some time now. Patient said therapy is turned off, but patient feels like they are getting stabbed all over their back, waist, groin, right side of their body, and in between the shoulder blades. Patient also said if they charge the implant, the pain seems to be less, even though therapy is off. Patient said in the past 2 years, they have had to recharge the neurostimulator to a higher percentage to feel that the pain is not as bad, even though therapy was turned off, up to 90% charge. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they are scheduled for a revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.